Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler had a distorted screen. The issue occurred in before step 1 of setup. The screen was flickering and becoming more dim. The cycler was securely plugged into the wall outlet and was securely plugged in the back. Rebooted the cycler, but the screen continued to be distorted. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The estimated time of arrival is 01/14/2025 and the scheduled pick up date is 01/15/2025. The patient will perform manuals. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2251 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Photographic evidence was provided. A pre-accelerated stress test simulated treatment was performed without any failures or problems. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.